Event description:
Received information of a slit in the tubing between the cartridge and luer lock. Customer reported that insulin was leaking from the slit. Reportedly, the customer's blood glucose level was impacted (approximately in the 500's mg/dl); however, customer had administered a correction shot and blood glucose levels had come down.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.